Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18b034062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. One (1) sample, unsealed without a band, was received for evaluation. The lot number for the sample was noted as 18b034062. Visual inspection and count of the sample confirmed there were eleven (11) sponges. Potential causes of miscount may include: depending on the size of the sponges, extra movement is performed to rotate the sponges prior to banding; resulting in sponge loss or the weight of the material could have resulted in the machine banding additional sponges. A CAPA is currently open to investigate the reported issue. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. A quality alert has been issued to the operators to increase awareness of miscounts. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports there were 11 in the pack instead of 10. The issue was found prior to patient use.